Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose event after ingesting glucose tablets, eating dinner without a meal announcement, and consuming a snack, with a highest reported glucose of 356 mg/dl and approximately two hours above range; the ilet alerted for high glucose, and the pump began correcting during the call. Symptoms included stomach ache. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint review and user coaching on appropriate meal announcements and allowing the automated system to correct hyperglycemia. Investigation of this case revealed user-related factors associated with meal handling and carbohydrate intake without announcement, with device performance consistent with design as evidenced by automated correction and glucose decline. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user-related factors contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.